Event description:
The manufacturer received info alleging a ventilator was alarming for low oxygen pressure. The device was reportedly delivering the correct oxygen pressure. There was no harm or injury reported.

Manufacturer narrative:
The device was not returned to the manufacturer for eval. The customer reloaded the software on the device to address the issue.